Manufacturer narrative:
The manufacturer previously reported receiving information alleging an abnormal noise on a ds2adv auto CPAP device. The ds2adv auto CPAP device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the evaluation notes stated that the blower contained contamination which caused the device to malfunction along with the pca being burned and needed to be replaced. Additionally, multiple error codes were observed. The manufacturer received new and relevant information on 03/31/2026: the ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. During the investigation, pil used good known power supply and ac power cord with the ds2adv auto CPAP device, and it powered on. Pil did observe that the heater plate came on and was getting warm and was working. However, pil was able to retrieve the p-series folder but there was no care orchestrator data in it. Pil was able to retrieve the error log. Pil initiated therapy and there were no airflow and device kept rebooting and eventually showed a repair required message. Pil conducted both external and internal inspections of the device and observed the following: iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it, along with a potential mineral deposit stain in it. Heater plate had unknown contamination stains on it, potentially mineral deposit stains. Also, the inlet/outlet seal had slight white dust-like contamination on it. Air filter had slight gray unknown contamination on it. Water tank lid had potential mineral deposit particles on it also had dust-like contamination in it along with potential mineral deposits. Water tank had stress cracks on the outside corners of the bottom of the heater pan. Back of display had a brown potential burn mark on it. Display ribbon cable had potential mineral deposit stains and a potential burn mark in the middle of it. Under the therapy button cover there was dust-like contamination and hairs/fibers. Iso tube in the center enclosure had potential mineral deposit stains in it. Iso tube in the center enclosure had a brown potential burn mark on it. There were also brown marks/corrosion and potential mineral deposit stains on the underside of the pca where q3 sits, indicating potential water/liquid ingress. Additionally, the service engineer identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Pil was able to confirm that a thermal event took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device not working. Lastly, the device was scrapped by pil. In this report box g, and box h has been updated/ corrected. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging an abnormal noise on a ds2adv auto CPAP w/hum/p-flx/cell/bt, ca device. The ds2adv auto CPAP w/hum/p-flx/cell/bt,ca device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, the evaluation notes stated that the blower contained contamination which caused the device malfunction along with the pca being burned and needed to be replaced. Additionally, multiple error codes were observed. The device was returned to the manufacturer's product investigation lab for further investigation. The root cause has not been confirmed at this time. If any additional information is received, a follow-up report will be filed.